Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment and perforation it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, an ntw clip was inserted. It was noted when the clip was advanced into the left atrium (la), imaging was very poor. Due to the poor imaging, the clip came in contact with the posterior wall and became stuck. Troubleshooting was performed and the clip was able to be removed from the posterior wall. However, a perforation was then observed. The physician removed the clip and administered medication for treatment. No additional clips were attempted to be inserted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on this information, the reported difficult to remove was due to procedural conditions as the poor imaging resolution contributed to the clip getting stuck on the posterior wall. The reported poor image resolution as due to challenging anatomy. The reported perforation was a cascading effect of the reported difficult to remove. The reported medical required was a result of case specific circumstances as the physician administered medication to treat the perforation. There is no indication of a product issue with respect to manufacture, design or labeling.